Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient was brought into the ER due to multiple shocks continually being delivered. The freeze capture and stored episode concluded that there was noise on the ventricular lead causing the patient to received inappropriate therapy. The lead was capped.